Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that prior to use the intra-aortic balloon (iab) malfunctioned. Unable to calibrate iab optical sensor alrm occurred. No patient involvement and no harm is reported.